Manufacturer narrative:
A device history record (DHR) review could not be performed since the lot number was not provided by customer. There were no samples but 1 photo was received with this complaint. The picture did not demonstrate fraying gauze as reported. Based on the investigation and analysis, the potential root cause may have occurred during cutting process and/or the sponges were twisted at the edge by the folding roller when the swabs cross the cutting machine result in sponges that are fraying at the edge. The supplier of this product has implemented a corrective action, however because a lot number could not be identified, we could not determine if this lot was made prior to the actions taken. This complaint will be used for trending purpose.

Manufacturer narrative:
Submit date: 07/15/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an x-ray sponge. The customer reports x-ray sponges are fraying at the edges.